Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported 'when the sterile packaging was opened the product was not wrapped in paper as usual and dropped on floor. Procedure was completed with another product from stock.'